Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
It was reported the switch emitted sparks. Visual inspection of the unit revealed that the switch had been damaged by misuse, but we were unable to duplicate the event, and noted that the unit still functioned normally. We determined that there was no malfunction and that the damage to the switch was attributable to misuse on the part of the consumer.